Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was noted that interrogation of this pacemaker with a programmer noted that the device had reverted to safety mode. Then it was noted that further interrogation information indicated the device was functioning in normal operating mode with 11 years remaining for the battery status. The company representative indicated that the patient was not pacemaker dependent and would be scheduled for device replacement on an unknown future date. Analysis of device data was also requested; however, a proper copy of device data was not provided. Technical services (ts) discussed the likelihood that the device underwent a reset and timely device replacement was recommended. Device replacement was scheduled for an unknown future date. The physician plans to explant and replace this device with a non-boston scientific device. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. This device was explanted and replaced with a non-boston scientific device no additional adverse patient effects were reported. The device was retained by the hospital and will not be returned.

Event description:
It was noted that interrogation of this pacemaker with a programmer noted that the device had reverted to safety mode. Then it was noted that further interrogation information indicated the device was functioning in normal operating mode with 11 years remaining for the battery status. The company representative indicated that the patient was not pacemaker dependent and would be scheduled for device replacement on an unknown future date. Analysis of device data was also requested; however, a proper copy of device data was not provided. Technical services (ts) discussed the likelihood that the device underwent a reset and timely device replacement was recommended. Device replacement was scheduled for an unknown future date. The physician plans to explant and replace this device with a non-boston scientific device. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.